Manufacturer narrative:
Product analysis found broken connector and pre-repair temperature test could not be tested. Bearing was corroded and motor shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hand piece was overheating during preparation for use. There was no delay and no patient impact.